Manufacturer narrative:
The lot number was not provided; therefore, a search for production-related ncrs could not be performed. The device was implanted in the patient and not returned to the manufacturer for evaluation. Post procedural images were not provided. Therefore, the reported event could not be confirmed.

Event description:
It was reported that approximately sixth months ago, two fred stents were implanted using a telescoping technique in order to treat an aneurysm. During follow up, the stents were found to have disconnected and dropped in the aneurysm. An additional procedure was performed to reconnects the stents and an additional fred stent was implanted. The patient's condition is reported to be "no health damage." The device associated with this event was used during the same procedure referenced in MFR. Report # 2032493-2021-00411.